Event description:
It was reported that patient¿s pump went into minimum rate infusion mode, ¿safe state occurred¿ and would not come out. Patient had experienced less than 50% therapy relief. The pump was replaced. Patient status at time of this report was ¿alive - no injury¿. Drug in the pump was dilaudid.

Manufacturer narrative:
Analysis of the pump revealed a low battery reset of an undetermined cause. As received, the pump logs indicated resets. During analysis, the pump continued to reset. A hybrid issue was ruled out. No fluid, electro-conductive material or corrosion related anomalies resulting in a short could be found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ and further analysis not showing any other severe anomaly, it was determined that a high resistance battery was likely the cause of the low battery reset.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n123026, implanted: 2007-(B)(6), product type accessory, product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).